Event description:
Vascutek (B)(4), was made aware of an incident, that occurred with a patient who had a vascutek manufactured, gelweave, straight, vascular prosthesis implanted in conjunction with a masters series, rotatable, aortic heart valve. This event is 1/12 similar events that have been reported to vascutek (B)(4). From the same clinic. Vascutek has been made aware of an incident that involved a vascutek manufactured, gelweave straight vascular prosthesis (lot no. 128587/2, s/n (B)(4)). The device was originally implanted on the (B)(6) 2012. On the (B)(6) 2012 approximately a week after being discharged from the hospital the patient underwent an elective surgical procedure due to a.v. Block and a (cardiac) tamponade. The surgeon then re-operated; the build up of blood (tamponade) was drained via a cannula. After the patient was stabilized the patient was referred to the cardiology department for a pacemaker implantation.

Manufacturer narrative:
Method: no graft is available for inspection and evaluation as the device has not been explanted; therefore no testing of the device can take place. Results: as no product was available for inspection and evaluation a review of the manufacturing records associated with the affected product (gelweave straight vascular prosthesis, lot no 128587/2, s/n (B)(4)) was undertaken; this confirmed that the product was manufactured within specifications. Of note: clinical papers provide evidence of routine occurrence of cardiac tamponade of (B)(4) occurring after valve replacement surgeries. Vascutek performed a review of similar instances that involved the gelweave family of products. The (B)(4) incidences have been identified (including this one) since 1985 out of (B)(4) units sold) providing an incidence rate of (B)(4). Conclusion: no conclusions can be drawn - as no product was returned for inspection and evaluation, the root cause of the reported defect could not be established. Additional information will be requested from the surgeon to identify how the surgical procedure led to cardiac tamponade. The gelweave graft was first approved in europe in 1995, and in the USA in 1995 (k952293).